Event description:
The customer reported experiencing intermittent occlusion alarms. These issues caused the customer's blood glucose level to rise to 510 mg/dl and 520 mg/dl on two separate occasions. To address the high blood glucose levels, the customer administered correction injections and resolved the occlusions by changing the infusion set and cartridge before resuming insulin therapy.